Event description:
The patient survived explant.

Manufacturer narrative:
B5: added patient outcome information. D6b: added explant date.

Event description:
The complainant reported that during impella 5.5 support, a ¿placement signal not reliable¿ condition was observed on the automated impella controller (aic). The external power connection was verified to be secure. The device continued to provide support during this time. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm have been reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.